Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were observed in the ventilator's downloaded error log. The device's internal battery, power management board and sensor board were replaced to address the issues. Evidence of water damage to the device was observed. Patient labeling states, "do not immerse the device in liquid or allow any liquid to enter the enclosure or inlet filter."